Event description:
The customer tested her blood glucose using her contour meter and received a reading of 105 mg/dl. She retested using another meter and received a reading of 65 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer did not have any test strips left, so no product will be returned.